Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Patient underwent revision of the left knee insert due to soft tissue laxity, making her prone to instability. Adverse event statement: patient had knee replacement surgery on (B)(6) 2014. Revised evolution mp cs 14mm tibial insert due to instability on (B)(6) 2016. Replaced with evolution mp cs 20mm tibial insert (B)(4).